Event description:
While administering the patient's tigan, the syringe blew apart so that the syringe was still in this writer's hands and then the needle was stuck in the patient's arm. Lot # 24e176, exp: 02/28/2029.